Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed a separation between pebax and electrode section and a reddish material inside it. When connected to the carto 3 system, the device was recognized; however, negative force vector with high force values were observed. Testing on the automated force calibration station (afcs) failed. Tip dissection revealed insufficient adhesive application on the anchor tip and an open circuit in the tip area, which may be linked to the inadequate adhesive application. A manufacturing record evaluation was performed for the finished device lot number 31396403l, and no internal action was found during the review. The magnetic issue reported by the customer was confirmed as a separation of the pebax and adhesive application issues were observed. The potential cause of the pebax damage could be related to manufacturing process. The potential cause of the open circuit could be related to the adhesive application. The root cause of the adhesive application failure is attributed to manufacturing. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. The magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. This product issue will be addressed through the johnson & johnson medtech quality system. Internal actions are implemented to address manufacturing opportunities related to the force issues and sleeve isolation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section and a reddish material inside it. During the procedure, a sensor error (magnetic sensor failure) occurred after the catheter was connected. The issue was not resolved even by replacing the cable, so the qdot micro catheter was replaced with another new one, and the issue was resolved. The procedure was completed without patient's consequence.